Event description:
It was reported that (1) 511sd was used during a diagnostic lap procedure. It was reported by the rep that the scrub tech reported that co's 511sd trocar would not engage the blade to be used properly (red activation button would not stay down): 511sd to complete the case. There are no consequence to pt.